Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user¿s ilet was not receiving blood glucose values from a dexcom g7 sensor while the dexcom app displayed readings, consistent with a communication and data transfer issue between the cgm and the ilet user interface. Symptoms included no glucose data available on the ilet. Outcomes included no reported injury and restoration of cgm data to the ilet after troubleshooting. Investigation included guided troubleshooting and education, including restarting the ilet and re-entering the g7 sensor pairing code on the ilet. Investigation of this case revealed that the device reconnected successfully after the restart and code re-entry, indicating a resolved pairing failure with no hardware malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was an intermittent connectivity or pairing issue corrected by device restart and re-pairing.